Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets cannula crimped events between 28-nov-2024 and 03-dec-2024. The event occurred within three hours of insertion. The insertion site for first and second was abdomen and for third and fourth thigh. The blood glucose level was displayed high and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-36007- device 2 of 4